Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), when flushing the delivery catheter prior to insertion into the patient¿s body, narrow leakage for the flushing solution was observed at the joint part between the device cup and the blue catheter. The same issue was observed when the device was retracted into the device cup and released from it. A new device and delivery system was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed with the device attached. The analyst indicated that flat wire was found protruding from the delivery system outer shaft. The delivery system outer shaft was kinked/buckled, with tool marks observed on the outer shaft of the delivery system and that the delivery system outer shaft leaks. Additional visual inspection identified that the delivery system flush port valve was broken. The analyst noted that the full delivery system was returned with the device attached. Observation of the handle found the tether lock button in the locked position with the tether retaining pin not placed in the handle but hanging from the tether line. The tether was reinserted into its designated location in the handle. Visual inspection found that part of the wire mesh was protruding from the delivery system outer shaft. Visual analysis revealed the following procedural damage to the distal end of the delivery system: outer shaft had apparent tool induced surface damage from 3.7 to 5.2 cm from the distal end of the shaft. The outer shaft also had a kink at 7.7 cm from the distal end of the shaft. Curve could be applied meeting specification of 120 degrees and was in plane. The analyst found the inlet and outlet halves of the flush port assembly had separated, necessitating replacement of the assembly with a functioning port before performing the flush test. When performing the flush test with the "tether lock" in the locked position the analyst observed water streamed from a breach in the side of the distal end of the delivery system. The analyst could successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 eval code conclusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.